Manufacturer narrative:
(B)(4).

Event description:
Data was received but investigation window does not reflect the alleged issue. Confirmation of the allegation could not be determined. The root cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that no low alert audio occurred on the app. It was determined that the issue was related to the mobile application. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.